Event description:
Information was subsequently received that this device was explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times [, and the eri to eol time period was shortened,] due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the patient presented to the clinic as the device was beeping. Upon interrogation, the device had declared elective replacement indicator (eri). It was noted that the battery voltage was 2.66 volts, however, the charge time was 20 seconds. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
--